Manufacturer narrative:
(B)(4). Device was returned for evaluation for the screw broke and fell off into the patient. The device was visually and functionally examined by the manufacturing engineer, in-house repair department and quality engineer who confirmed the reported failure. Visual examination revealed the head of the jaw screw sheared off. In addition, the actuating rod is bent disabling the function of the jaws to open and close and the shafts insulation is not carefusion's which indicates the device was repaired by someone else (third party repair). In order to perform the repair the entire device had to be disassembled. In the process the device rod was bent, the screw was possibly damaged during the assembly process of the insulation (that was not carefusion's) and improperly repaired. The device was manufactured september 25, 2007 and has never been repaired by carefusion before. The device has potentially been in use by the customer for 7 years and has been subjected to an improper third part v repair.

Event description:
Broken screw fell off into the patient. Phone conversation with the customer (B)(4) 2014. It was reported that during a bariatric surgery the screw broke and fell into the patient. The surgeon attempted to retrieve it and irrigate but was unable to retrieve it. An x-ray was performed and it was negative. At this time the patient is doing well.